Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: sedr01, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that immediately after the implant procedure, the pocket was closed and the device was interrogated. Right ventricular (rv) lead polarity had switched from bipolar (programmed that way prior to implant) to unipolar and impedance was 780 ohms. The device was reprogrammed to bipolar, and impedance increased to >9999 ohms. The pocket was re-opened and the rv lead was removed and re-inserted in the device header. Bipolar lead impedance was within normal limits and the pocket was closed. The device and lead remain in use. No patient complications have been reported as a result of this event.